Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with so939p - tspace xp implant 5¿ 30x11.5x9mm. According to the complaint description, the implant could not be implanted. The implant bends on instrument in cranial / caudal direction. The second implant was implanted without any problems. Insertion instrument sn705r totally stiff. An additional medical intervention was necessary. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components sn705r - tspace peek/xp/3d insertion instrument - (B)(4).

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury.